Event description:
While transferring resident from a bed into a chair using a lift, the resident fell. Two (2) state tested nursing assistants (stnas) were conducting the transfer. After positioning the resident in the lift and during the course of the transfer, one (1) of the sling straps came unhooked from the lift resulting in the resident's fall.